Event description:
It was reported by a distributor that there was a foreign matter inside packaging found during the value added service (vas) activity. The product was not used on patient. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
E1: (B)(6). Complainant country: philippines. Name of affiliation: getz bros. Philippines, inc. Based on the available information, this event is deemed to be a reportable malfunction. Returned sample evaluation: photo associated with this case was received for evaluation. Batch record review: the lot 2l00496 was manufactured on 09 nov 2022 uhlmann#2 manufacturing line, with a total of (B)(4) units. Complaint investigator performed a batch record review on 17 aug 2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material 1704763 and manufacturing order 1662965. The batch record review supports that there were no discrepancies related to the issue reported. Investigation conclusion: after brainstorming and ishikawa, potential root cause to the failure mode was identified. Corrective and preventive actions will be taken for each of the causes identify for problem solution. Root cause(s): method: dirty carts to transport materials. Dirty trays. Method: mixers with residues from previous mixtures. Manpower: inadequate transfer of materials. Manpower: inadequate electrocuting lamp maintenance. A corrective action / preventive action (CAPA) plan will be generated to track the implementation of these actions and measure the effectiveness in the product and the process. The investigation associated with related event record has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.